Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the neck and head were replaced for leg length correction. Additionally, re-substitution of cup due to loosening of another company's cup. Mpo's tl size 1 stem side was fine. (B)(4).

Event description:
Allegedly, the neck and head were replaced for leg length correction. Additionally, re-substitution of cup due to loosening of another company's cup. Mpo's tl size 1 stem side was fine. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Additional information received on 03/11/2021 : no longer reportable, as indicated by mah on march 11th, because the information was clarified by the mah with pmda. The cup had loosening but the manufacturer is another company. There is no alleged deficiency against the neck and head, please void the following report.